Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk. What tissue was being sutured when the event occurred? Unk. Was additional dissection required in other organs/tissues other than the target tissue?unk. Was there any change in the patient¿s post operative care due to the prolonged procedure? Unk. Please provide the lot number: unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning.

Event description:
It was reported that a patient underwent an unknown otolaryngology/head and neck surgery on (B)(6) 2023 and suture was used. During the procedure, the suture frayed. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/17/2023 h6 component code: g07002 no device problem found additional information: d9, h3, h6 the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it was received one paper lid and a suture piece that pertain to the product code j774d. During visual inspection of the returned sample, the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, the suture was curly and body fluids were noted along the strand. The other section of the suture was not returned for analysis. As per the condition of the returned sample, no functional test could be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.